Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during testing prior to a procedure at the user facility the remb sagittal saw was able to operate without user activation. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.